Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used for several successful low-speed treatments before the physician observed the distal spring tip of the viperwire advance guide wire was not moving when the viperwire was moved. The distal spring tip was detached. The fractured component was successfully snared. The procedure was able to successfully be completed and the patient was in stable condition.